Manufacturer narrative:
1. The customer returned 2 photos, no actual samples. The photos show: the sample'gauge is 20g, the y connection site is connected the high-pressure connector and the prn respectively, and the sleeve stopper of the prn is fallen off. 2. DHR/bhr review(lot#2326093): 1)this batch of products were assembled at intima ii auto line 4 in december 2022, and packaged at r240 package line in december 2022. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the prn batches used in this batch of products are 2320144, 2320147, review the raw material inspection records, no abnormalities. 3. Take the retained sample of the complaint batch for relevant functional testing: 1)45psi leakage test is performed, no leakage is found, and no abnormality is found on the prn. 2)prn pull force test (i.e., test the separation force between the sleeve stopper and the bottom housing) is carried out, and the test result is within the product specifications. Please see attachment for the test reports. 4. Sku#(B)(4) is an intima ii product (pvc extension tubing, y connection site). The intended use for the bd intima ii product is the intravascular administration of fluids. The forcing of liquid through the product during high pressure injection may cause damage to the prn or other parts of the product. 5. This product has never been declared to be used for high-pressure injection. It is recommended that customers use the following devices for high pressure injection, sku list: (B)(4) conclusion(s): the returned photos show that sleeve stopper of the prn is fallen off. Due to no abnormality is found on process and retained sample, the complained sample is not received for relevant tests , the root cause of this defect cannot be confirmed and may be related to the product is not suitable for high pressure injection. H3 other text : see narrative.

Event description:
No additional informaiton provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked the following information was provided by the initial reporter; on september 23, 2023, during the patient's brain CT contrast-enhanced + blood vessel two- and three-dimensional reconstruction examination, the rubber plug in the heparin cap of the indwelling needle prolapsed during the ioversol injection, resulting in partial leakage of the drug solution. Remove the indwelling needle immediately and re-insert the new indwelling needle. This fault occurs only in rare cases and the device is within its service life. The reason may be individual product quality problems during mass production.